Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio downloaded the electronic record from the event and was able to confirm that the device did intermittently lose connection to the patient while in paddles lead ECG; however, the cause of which could not be determined. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device gave a "lead off" alarm during an event involving a patient.  As a result, the device may not have been able to provide defibrillation, if necessary. No further details were provided. Physio-control has attempted to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.